Event description:
Customer's mother reported an aviva system blood glucose result of 33 mg/dl at which time the customer was symptomatic of hypoglycemia. Mother gave her glucose tablets, retested blood glucose as 351 mg/dl within 10 minutes on the aviva system. Retested blood glucose as 57 mg/dl within 1 minute of the 351 mg/dl on the same system. Customer was treated with food that she was able to eat on her own. Strips not available for return, replacement system sent.